Manufacturer narrative:
Evaluation results: a cartridge lot number seach was performed and four similar complaints were found.

Event description:
The reporter stated that the surgeon inserted a competitor's lens, but the trailing haptic was torn off. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn haptic was due to the injector and cartridge.